Manufacturer narrative:
Hvad pump hw12390 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw12390; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient presented to the office with a mid-chest cutaneous abscess approximately 8-9 months following implant of the lvad pump. Incision and drainage (I&d) procedure was performed in the clinic. The patient was treated with oral antibiotics and the reported event resolved in seven days. The progress notes from the follow-up visit revealed that the area was markedly improved and no longer tender. The redness had decreased in size and there was a small amount of drainage. No fevers were reported. According to the clinical database, the event is not related to the lvad procedure and the lvad system. The event was deemed related to the patient's condition. No further information was provided.

Manufacturer narrative:
Corrected data: (not a health professional). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.